Event description:
On shift arrival at 7pm, pt noted to be continuing infusions on the IV pumps as ordered. The patient has been on dobutamine at 5mcg/kg/min for many weeks at this point, which comes out to 17.1ml/hr. Rn noted that the last dobutamine bag was hung on [(B)(6)] at 1900 (identified via yellow IV label and scanned in the mar [medical administration record]), about 48 hours ago. With each bag being 250ml, this stuck out to me because each bag should've lasted ~14 hours. The bag currently hanging was still about half full. This patient had been deteriorating from a cardiac standpoint from [(B)(6)] when patient was urgently taken for rhc [right heart catheterization] and noted to have poor mixed venous saturations in the 20s-40s and ci/co [can't intubate, can't oxygenate] with the possibility of cannulating for ECMO [extracorporeal membrane oxygenation]. I changed the bag, the tubing, and the IV pump on [(B)(6)] at 20:03. Labs drawn ~10pm showed an improved mixed venous sat [saturation] of 58.6 with the concern that the dobutamine had not been infusing appropriately since [(B)(6)] at 1900. Mds notified. The original pump as well as the bag of dobutamine and tubing within the pump were labeled and saved for collection.